Event description:
A potential product issue has been reported with our artiste linear accelerator. In the abundance of caution this issue is being reported. Prime view data gateway (pvdg) database became corrupted due to frequent hard reboots of the assist computer. The assist is the only workstation for image review. However, there are bugs in the software which might cause the assist to freeze completely during image review. Thus, a hard reset is the only way to reboot the system. But this hard reboot will damage the pvdg database. Without pvdg database no pt treatment is possible. This system puts down the therapy success of several patients at risk. There is no report of injury or mistreatment. Corrective action decision is pending final investigation results.

Manufacturer narrative:
The preliminary risk assessment indicates: severity: preliminary 3 (critical). Case 1: if dose is not correctly recorded for more than one fraction and this is not corrected by manual treatment in lantis. Assessment 3 (critical). Case 2: if dose is not correctly recorded for one fraction and this is not corrected by manual treatment in lantis. Assessment 1 (negligible). Reason: negligible for a single fraction (please note, literature (B)(4) indicates that dose should be delivered within 5% accuracy based on tcp data - see literature extracts below - single fraction is well within this band, therefore negligible). Probability: preliminary c (remote). Case 1: c (remote). Reason: probably will not occur for more than one fraction. Case 2: c (remote). Reason: remote for a single fraction assuming this recording error goes un-noticed, despite the message at rtt, etc... And the user does not perform a manual recording and a treatment plan is intentionally changed after this failed transfer/record in lantis). Treatment plans are normally only changed at a pre-determined stage in the treatment, meaning after dose x or fraction x and usually this change also means that the charts are carefully checked at that point in time. No other products are affected.